Event description:
The event occurred in india. It was reported that the hl20 single roller pump displayed the error message "runaway". The issue was observed during routine checkup. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the hl20 single roller pump displayed the error message "runaway". The issue was observed during routine checkup. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair. The failure was reproducible. The motor was found to be defective an needs to be replaced in single roller pump with serial number 94009070. A similar complaint was already investigated by the getinge life cycle engineering. A defect in the tacho of the motor was determined as the root cause of the error message "runaway". Due to the age of the device and the part motor (almost 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2026-07-09 for the period of 2016-10-19 to 2026-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-10-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "hl 20/¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.